Event description:
It was reported that there was an unexplained loss of insulin from the cartridge, indicating a potential leak. It was noted that there was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting, and no additional information regarding the outcome of the event was provided.